Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose was 109 mg/dl. Troubleshooting steps were provided for pump error alarm. The customer reports that unexpected restart alarm was required during normal use. The customer was assisted with self test and test did pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. No unexpected a13, e13, e12, e21, external ram crc error or unexpected restart error alarms noted during testing.